Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) ) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial/lot number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis for similar complaints: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Testing of actual/suspected device :: (10 /13 & 22). The device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cable was returned attached to a harvesting device. The collar of the extension cable attached to the device was observed to be frayed and pulled back, exposing the inner contents of the cable. The other collar was observed to be intact, with no physical or visual defects observed. A mechanical evaluation was conducted. The collar was unable to be pulled back, and the extension cable was unable to be detached from the harvesting device. Based on the returned condition of the device, the reported failure "failure to disconnect" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using hemopro2 extension cable. An abnormal shape of the connection part at the tip of the extension cable is observed. The specific shape abnormality is unknown, but it has been reported that the vh-4000 could not be disconnected due to that. They had been using it for a long time, and was watching the situation because there was no problem with the surgical operation. The surgery has been completed without any problems. Due to that. Since this case was discovered at the end of the surgery, there was no device replacement during the surgery.